Event description:
Event description states, "peripheral IV inserted. Primary line was infusing with 500cc ns, normal saline. Secondary set added to primary line and tubing was primed with saline. Avastin/chemotherapy hung on secondary set and primary bag of saline lowered. Clamp of secondary set was opened and avastin quickly was flowing into primary saline. Avastin was then stopped and hung on primary set and infused without problem". No report of injury or medical intervention. An attempt was made to obtain additional data, but no info was available.

Manufacturer narrative:
The actual unit was requested for evaluation. Should the sample become available for evaluation, a follow up report will be submitted upon completion of testing. This is an isolated incident. Review of the complaint history reveals no other reports have been received for this product (lot number) for the reported issue.